Event description:
It was reported on an external medwatch form number 00006353 that the (1) tct75 was used during a bowel procedure. It was reported that the stapler did not work when the surgeon tried to staple the bowel. The stapler was taken off of the field and the case was completed with another stapler. There was no pt consequence.